Event description:
It was reported during inspection for use; the oes cystonephrofiberscope did not focus. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿did not focus¿ was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image guide cover lens was dirty, and the light guide cover lens had foreign materials. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.